Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high and low blood glucose of 47 mg/dl to 465mg/dl. Customer is calling to perform the high pressure test which alarmed no delivery. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer had questions about carelink and the call was transferred.